Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia. The customer's blood glucose level was 440 mg/dl at the time of hospitalization and was treated with manual injection. The customer¿s other blood glucose was 428 mg/dl. The insulin pump was not working and was not delivering insulin. The customer stated that they changed the set so but the sugar kept on going high and they changed the set 4 times. The customer had nausea and vomiting. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was in auto mode at the time of the incident. The customer had a backup plan available. The customer received an insulin flow blocked alarm. The customer alleged that the insulin pump was under delivering as when they just put the insulin pump on the table and did not suspend it and nothing come out of the tubing. The insulin pump passed the displacement test. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professionals¿ instructions. The customer reported that the alarm did not occur during fill tubing. The customer reported that the event was resolved by changing complete set. The customer was unable perform the carelink upload. The insulin pump will not be returned for analysis.